Event description:
While prepping for an endovenous laser treatment procedure, with the laser fiber connected to the laser generator and the aiming beam engaged, the treating physician noted a thin red horizontal line approximately 1-2mm from the proximal end of the gold tip. The physician believed that this may have indicated a possible fracture in the fiber. The fiber was set aside to be returned to the MFR for eval. The defect was noted during prep and there was no contact with the pt; hence there was no harm or injury to the pt.

Manufacturer narrative:
The device used in the reported incident has been returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Prior to shipping, the laser fibers receive two 100% inspections and one aql inspection in which the power output check for each fiber. At this time, angiodynamics has deemed these process controls adequate to detect this failure mode. A review of the angiodynamics complaint system noted no adverse trends for this product family and complaint type. (B)(4).